Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device broke at the attachment point was confirmed. The device was visually inspected as received and it was found that the device failed visual inspection. During the assessment of the device, it was observed surgical impactor not impacting was not confirmed. The device was visually and functionally assessed and determined that the anvil and locking collar were broken, locking collar pieces broken off and missing, consistent with user error, with attributing factor due to having an older anvil design prior to a new anvil design. The cause for the found defect is a confirmed design error and is covered under a CAPA. It was determined that the cause of the broken anvils and lock collars were attributed to off-axis loading during demonstration of the devices, which is user error. Also, the impactor operates intermittently due to general tool degradation since the impactor met its life expectancy due to its age and high cycle count. The most relevant root cause is linked to improper handling and normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device manufacture date: the device manufacture date is unavailable the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device broke at the attachment point and metal shards went into the patients wound. It was reported that there was a 15-minute delay in the procedure to assure that all metal debris was removed from the patients wound. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.